Event description:
This device was used to access implanted central vascular implant for infusion of t.p.n. Solution via ivac universal tubing set and ivac 570 infusion pump. The hub on the baxter device crazed and fell apart, allowing air into the central circulation, putting the patient at risk for air embolism. As soon as the failure was discovered the baxter access device was replaced: the second set also failed in the same way within six hours. This patient, while put at risk for potentially fetal air embolism; did not suffer any complications as a result of the failures of these two vascular implant access sets. The t.p.n. Solution the patient was receiving did contain a diluted lipid solutiondevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration, telemetry failure, hub. Conclusion: device failure directly caused event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.